Event description:
Patient underwent emergent mechanical thrombectomy for acute ischemic stroke secondary to right mca m2 (middle cerebral artery) occlusion. Under road map guidance, a reperfusion catheter penumbra red62 was advanced to the face of the clot over aristotle colossus guidewire and then wire removed. Direct aspiration was connected to the reperfusion catheter and direct aspiration was maintained for about 3.5 minutes. Following this under live fluoroscopy, reperfusion catheter was pulled to remove from the body while connected to direct aspiration and the catheter was connected to the guide catheter as well. While removing the reperfusion catheter with no abnormality or resistance felt, after a few centimeters of the catheter coming out in the distal internal carotid artery, catheter broke intracranially and part of the catheter was retained intracranially and part of the catheter was removed. Follow up attempts to remove were unsuccessful.